Event description:
It was reported the tibiaxys system device was implanted with the graft in (B)(6) 2013 after failure of ankle prosthesis. The tibiaxyx was removed (B)(6) 2015 because of non-union. Some counter-screws of the talar screws were unscrewed. Some screws in the talus were broken. The surgeon does not think the non-union is due to tibiaxys failure, but the unscrewed parts are problematic. An additional 15 minutes of surgical time was needed to find and remove the counter-screws. Although the device was in contact with the patient; it was reported the patient was not injured.

Manufacturer narrative:
The device will not be returned. Based on reported information, integra has initiated an investigation.